Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 600-700 mg/dl. A bolus via the pump was attempted to address the bg level followed by an insulin injection that was administered by a healthcare provider. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site as additional supplies were not with the customer at the time. The customer requested additional troubleshoot at a later time. Although multiple attempts were made to contact the customer to perform additional troubleshooting, the customer did not reply to the requests. The customer's discharge date was not provided.